Event description:
Information was received indicating that the pump failed the occlusion test due to "system failure: primary audible alarm background test." It is unknown if there was any patient involvement or any adverse effects.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement (updated h6 event problem patient code).

Manufacturer narrative:
The device was returned to smiths/ICU medical. There were no signs of external damage. The error history log cited a primary audible alarm bgnd test." The reported problem could not be duplicated. The speaker was replaced as a preventative measure. No causes or potential causes to the customer's reported problem were found during the DHR review.